Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The equipment does not pass a self test (a message is played saying to replace the battery). There was no negative patient impact.

Manufacturer narrative:
(B)(4).